Event description:
It was reported that the screw head became unattached while attempting to re-insert the rod. Screw was replaced without incident. Delay of over thirty minutes. Patient outcome: no adverse effect reported as a result of this event.